Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that during the patient's lead pull, the lead was accidentally broken when the physician was pulling it out. Eight contacts of the lead remained in the patient's body. X-rays were taken and showed that the remaining lead had migrated into the tissue close to the entry point of procedure. The patient was placed on prophylactic antibiotics and currently presented no signs of infection. The remaining lead will be explanted at the same time when the patient will undergo a permanent implant procedure.

Manufacturer narrative:
Sc-2316-50e/(B)(4): device evaluation indicated that the infinion lead was returned after being damaged during the procedure. The distal end was fractured and broken off. Electrodes 1 to 9 were not returned and 4 cables (e12-e15) were fractured in the distal array. The source of the device damage was considered the procedure related. Sc-2316-50e/(B)(4): device evaluation indicated that e13 was fractured in the distal array. The source of the device damage was procedure related.

Event description:
A report was received that during the patient's lead pull, the lead was accidentally broken when the physician was pulling it out. Eight contacts of the lead remained in the patient's body. X-rays were taken and showed that the remaining lead had migrated into the tissue close to the entry point of procedure. The patient was placed on prophylactic antibiotics and currently presented no signs of infection. The remaining lead will be explanted at the same time when the patient will undergo a permanent implant procedure.